Event description:
My implantable cardiac defibrillator aicd st jude had a complete and total failure, when queried by four independent (B)(6) st jude machines there was no response, luckily when I asked about a recall from my attorney. When the tech checked it was on the recall list, I was immediately put in (B)(6). Saint jude's rep also queried the device with no response. Luckily I am in the hospital (B)(6) and still alive. I was never advised about the recall which could have cost me, my life. I also now understand that I have a st jude lead which showed noise at an earlier interrogation at (B)(6) which I now understand I was problematic. There was no advisory on this either sent to me.